Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and rewind anomaly. The blood glucose was 263 mg/dl at the time of the incident. The drive support cap appears normal. Customer declined to troubleshoot for the high blood glucose. Top of the corner one on the right and left side of the insulin pump was damaged. How damage occurred: dropped but doesn't really remember. Customer reports damage to the pump. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Device received with cracked case and cracked case at the display window corners.